Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise. The pacing impedance measurement was greater than 2,000 ohms, and a review of the daily measurements showed that the impedance had been out-of-range since october. The patient reported she had been performing farm-work and heavy lifting at that time, so a lead fracture was suspected. The device was reprogrammed to vvi mode. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.